Event description:
During percutaneous line placement, the line sheared/broke at the tip. Inserter reports: insertion needle placed in the right antecubital. There was blood return. Catheter with needle was advanced. Met with immediate resistance. Without moving the needle, catheter was removed. Needle advanced then pulled back. Out of right side of insertion site with needle still in, a "white line" was seen. Forceps were then used to remove the "foreign object" which was the tip of the catheter. There was no adverse patient outcome.